Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 1.3, lab: 2.6. No strip lot info; no meter serial #; no pt info provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date: (B)(6) 2011, inratio: 1.3 inr, ref: 2.6 inr, ref: 2.6 inr, mean: 1.95, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Inr reported have met the criteria for accuracy. As of (B)(4) 2011, no product is expected to return, no strip lot info provided. No further investigation is possible at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Root cause could not be determined with the info customer provided. No strip lot number was provided. The issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.